Event description:
Device history record was not reviewed as the device has already gone through its first preventive maintenance. Device log history was not provided. Therefore, no review could be performed. Investigation revision: following reception of the defective part. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided video, the reported event is confirmed. According to provided information, the housing with the keypad was changed and the issue has been solved. The quality control certificate is compliant. The defective housing with keypad was sent back to brézins for further investigation. During visual inspection, traces of dirt were found even on the keyboard tracks. Therefore, this complaint is considered as a misuse due to infiltration. To our knowledge, this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.

Event description:
The following has been reported by customer: the customer reported that the equipment is constantly making noise. No patients are involved. They indicate that the equipment had faulty buttons and replaced the part. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.